Event description:
Per the clinic, the patient experienced an inflammation around the implant site. Removal of granulation tissue through the surgeon was unsuccessful. The device was explanted on (B)(6) 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient was reimplanted with a new device on (B)(6) 2012. This report is filed (B)(4) 2012.